Manufacturer narrative:
(B)(4). This complaint is related to medwatch #1828100-2016-00640. The product will be sent to service to be brought to manufacturers specifications before being returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during routine testing of the electronic patient gas system (epgs) at the service center, the oxygen gas was leaking at input connector. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The product surveillance technician (pst) found that the o-ring on the external fitting has become dry-rotted and is starting to crack, which appears to be the cause of the leak. The defective part was replaced. The electronic patient gas system (epgs) operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.